Event description:
It was reported that a patient sustained a full thickness burn to the left breast while undergoing an MRI of the pelvis. The patient is being treated with dressing changes.

Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. There was no system malfunction that resulted in the patient warming. No systemic issues were identified in reviewing the available information. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.